Manufacturer narrative:
This event occurred in (B)(6).

Event description:
The customer questioned results for a pre-mature infant born on (B)(6) and tested for gluc3 glucose hk (gluc3) on a cobas 6000 c (501) module. The patient is in the intensive care unit (ICU) and is receiving total parenteral nutrition (tpn). Based on the information provided, there were discrepant results between the c501 module and a glucometer used in the ICU. On (B)(6) 2018 the patient was initially tested on the c501 module and the gluc3 result was 32 mg/dl. On (B)(6) 2018 a new sample was obtained and the result from the c501 module was 438 mg/dl. On (B)(6) 2018 a new sample was obtained at 10:32 a.m. And the result from the c501 module was 9 mg/dl. This sample was repeated and the result was 9 mg/dl. This result was reported outside of the laboratory to the ICU. The person receiving the result decided to check the patient's glucose with a glucometer in the ICU and the result was 69 mg/dl. It is not known what time the result from the glucometer was obtained. On (B)(6) 2018 a new sample as obtained at 12:48 a.m. And the result from the c501 module was 13 mg/dl. At 1:44 p.m. The same day, the gluc3 result from a new sample was 91 mg/dl. On (B)(6) 2018 the gluc3 result from the c501 module was 43 mg/dl. On (B)(6) 2018 the gluc3 result from the c501 module was 102 mg/dl. On (B)(6) 2018 the gluc3 result from the c501 module was 6 mg/dl. The patient was receiving various treatments during the hospital stay. Refer to attached data titled "patient medical history" for the details of this treatment. There was no allegation that an adverse event occurred. The gluc3 reagent lot number was 26742401 with an expiration date of 30-nov-2018. Calibration and qc results were acceptable. No issues were identified during a review of the alarm trace. The reaction kinetics from the result of 9 mg/dl on "(B)(6) 218" and the result of 6 mg/dl from (B)(6) 2018 show very low concentration of the samples. There was no suggestion of a disturbance. The investigation is ongoing.

Manufacturer narrative:
The doctors decided to check the patient's blood glucose level 2-3 hours after receiving total parenteral nutrition (tpn). There was no longer any difference between the c501 module results and the glucometer results. The patient's treatment was completed and was discharged. No reagent or instrument issues were identified that would have caused the difference in results. The observed differences in results may be due to the many drugs the patient was being treated with and the severity of the patient's condition. Based on the data available, the investigation was unable to determine a definitive root cause.

Manufacturer narrative:
Based on the result of 32 mg/dl the glucose infusion administered to the patient was increased from 8 mg/kg/min to 10 mg/kg/min. It is not known when the glucose infusion treatment was first started or how long it had been going on. The physician thinks the high result of 438 mg/dl 13 days later is explained by septicemia and not by the glucose infusion.